Event description:
It was reported that this brady lead was not implanted successfully due to unknown product performance issue. This lead was never in service, and a new lead was placed. No adverse patient effects were reported. Additional information indicated this brady lead was not implanted successfully due to bent helix.

Manufacturer narrative:
This supplemental report was created to capture updates on h6: device codes and b5: describe event or problem. This complaint no longer meets reportable criteria. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A helix mechanism test failed due to the helix housing being clogged with dried blood or body fluid and tissue. Laboratory analysis did identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this brady lead was not implanted successfully due to unknown product performance issue. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture updates on h6: device codes and b5: describe event or problem. This complaint no longer meets reportable criteria.

Event description:
It was reported that this brady lead was not implanted successfully due to unknown product performance issue. This lead was never in service, and a new lead was placed. No adverse patient effects were reported. Additional information indicated this brady lead was not implanted successfully due to bent helix.